Event description:
It was reported the pt no longer had stimulation. The physician ordered an x-ray, which revealed the pt had a lead fracture. F/u identified the physician planned to move forward with surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.